Event description:
On (B)(6) 2012, the reporter for the lay user/ patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was testing in the settings mode. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the reporter that the alleged issue began on (B)(6) 2012 at 7:00am. The reporter stated that the patient manages his diabetes with a combination of medications: novolog, lantis, and metformin (unknown dosages) and did not make any changes to the patient's usual diabetes management routine in response to the reported issue. Approximately a month after the alleged issue occurred, the reported claimed that the patient developed symptoms of "perspiring" but denied receiving any treatment in response to the symptoms. The cca noted that the reported issue remains unresolved with troubleshooting. Replacement products were sent to the patient. Although the patient denied receiving any medical treatment after the alleged issue occurred, this complaint is being reported because the patient developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The meter involved this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the returned meter failed testing. There was contamination found on the meter's pc board. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. The 510(k) # is k053529.